Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for high blood low blood glucose. The customer also experienced high blood glucose of 400 mg/dl. The customer has treated their high blood glucose with a bolus and manual injections. Current blood glucose was unknown. The insulin pump failed a self-test and a hardware low level alarm was occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, hardware low level failures error confirmed in the device history due broken trace on keypad assembly.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer visited emergency room for a low blood glucose level 2 months prior to the call, while the high blood glucose level started on (B)(6) 2018.